Event description:
It was reported that the customer's pump was damaged in a motorcycle accident. During the call it was informed that the customer was hospitalized for low bgs. Bgs were down while mowing the lawn. Troubleshooting was performed. The lead screw passed. The contact stated that the pump's basals were cleared.